Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert, the impedance trend on the rv pacing lead was variable and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was 4674 of 4685 ventricular-sic occur since (B)(6) 2013. Four non-sustained tachycardia (nst) episodes of less than 220 ms ventricular to ventricular cycle are recorded between (B)(6) 2013. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max rv pace impedance rises from an approximate baseline of 425 ohm the week ending (B)(6) 2013 to varying points between 968 and 7216 ohm through the end of the record.

Event description:
It was reported that the right ventricular (rv) pacing impedance triggered audible alerts for high impedance. It was noted there was several non-sustained tachycardia (nst) and elevated short interval counts (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d154vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.